Manufacturer narrative:
Section b2 and g3: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The patient ultimately underwent a transplant on (B)(6) 2017. This transplant was tracked and addressed in the heartmate 3 momentum clinical trial patient folder as the study was blinded until approval. Bleeding is listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bleeding after post-op sphincterotomy. The subject received 2 units of packed red blood cells (prbc's) for slight hemoglobin drop. No other action was taken.